Event description:
Reporter states customer's advantage voicemate system spoke blood glucose result of 97 mg/dl but the meter displayed the result as 5.4 (reporter was unsure if result was displayed in mmol/l or mg/dl). No action taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.